Manufacturer narrative:
There are no indications of any system or component failure. The attempted explant of the nalu system was due to MRI compatibility issues only, which are a known factor of the nalu system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2022 to treat lower extremity pain. The system was in use for more than 2 years with patient reporting a reduction in pain from 9/10 down to 3/10 and no record of any complaints. In (B)(6) 2025 the firm was notified that the patient was scheduled to have the nalu system explanted due to MRI compatibility issues. The reason for the MRI was not shared with the firm. On (B)(6)2025 dr. (B)(6) attempted to explant the nalu system, however the tined leads were unable to be removed due to the amount of scarring and depth of the implanted leads. The physician was able to successfully remove the implantable pulse generator (ipg), however the leads remain implanted and the patient is currently unable to move forward with the planned MRI scan.